Event description:
It was reported that the patient had pain after hmrs procedure. Hinge components were replaced to new ones.

Manufacturer narrative:
The following other devices were added to this report: hmrs wedge - 7 x 18; cat# 6465-6-007; lot# unknown, hmrs bearing - 18 x 24; cat# 6465-6-018; lot# le299, hmrs-m6 knee axle plug screw; cat# 6466-9-306; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.